Event description:
The customer contact reported that during testing at the user facility, it was noted that the device door roller pin was broken. There were no reports of any adverse events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device door roller pin was broken. This report represents all the information known by the reporter upon query by hospira personnel.